Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending. The device model involved in this MDR report is not approved in the u.s.; however, it is similar to paradym rf crt models approved under p060027.

Event description:
Reportedly, during a follow-up on (B)(6) 2013, an anomaly was observed in the displayed heart rate curve. An explanation is required.